Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore no eval could be performed. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the harvester was having issues with the vasoview hemopro c-ring not being able to retract into the harvesting cannula and obstructing the view. A new kit was used to complete the procedure. There were no pt effects. The product is not returning.